Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3: reference MFR. Report#: 1627487-2018-06987; reference MFR. Report#: 3006705815-2018-01768. It was reported the patient experienced pain/tenderness at the ipg site. The physician believed the issue may be due to infection at the site. As such, the patient presented to the ER for further evaluation. Additional information revealed the patient was admitted to the hospital on (B)(6) 2018, due to pain, swelling, and itching at the surgical sites, which spread. It was then determined that the patient was septic and had an epidural abscess. As such, the patient underwent surgical intervention wherein the scs system was removed. The patient was treated with antibiotics and remained in the hospital 24 hours for observation.

Event description:
Device 2 of 3: reference MFR. Report#: 1627487-2018-06987, reference MFR. Report#: 3006705815-2018-01768. Additional information revealed the issue has resolved.